Manufacturer narrative:
Na.

Event description:
The nurse complained of questionable inr results for 2 patients from coaguchek xs meter serial number (B)(4). Of the data provided, there was a discrepant inr result for 1 patient. At 11:57 am the result from the meter was 4.5 inr. At 12:15 pm the result from the laboratory using a venous sample was 3.2 inr. The laboratory method was dade innovin reagent. There was no allegation of an adverse event. The patient was taking an antibiotic for a bladder infection. The patient's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.